Event description:
It was reported that the navio handpiece was tested and it was found that it had a broken snap-lock. It is unknown whether the event happened during surgery and if there was patient involvement.

Manufacturer narrative:
H3, h6: the navio handpiece, part pfsr110137 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be component damage. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.